Event description:
Customer reports there is no use by date on the strip vial while using the advantage system. Customer reports no lot number and no code are on strip vial. Customer reports 3 catalog numbers on strip vial. Unable to verify expiration date with batch records without a lot number; however, strips are expired as 3 catalog numbers are no longer placed on strip vials. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.